Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip and cracked case at display window corner.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 99 mg/dl. Customer stated the device had alarmed no delivery a couple of times. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.